Event description:
On (B)(6) 2017, leica biosystems received a complaint that the tissue processor bottles 15 and 16 were very difficult to remove. The complainant also stated that an employee had sustained a back injury as a result of this situation. On 02 august 2017, leica biosystems received information from the lab supervisor that the employee had sought medical attention for the reported back injury and the employee had lost time at work due to the injury. No further information was provided due to privacy constraints. If additional information is obtained a follow up report will be submitted.

Event description:
On (B)(6) 2017, leica biosystems received the following response from the laboratory to these questions: did the injury result in permanent impairment of a body function or permanent damage to a body structure? "It is too early to tell. No further information at this time." Did the injury necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure? "Yes, employee did go to the ER. Too early to tell."